Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient called to report the cgm displayed glucose readings went as low as 40 mg/dl. The patient reported experiencing excessive sweating, blurry vision, and described her body as feeling ¿like rubber.¿ no fsbg readings were obtained because the patient does not have a glucometer. The patient stated that she was unable to self-treat because she could not move her hands and had to contact her husband via intercom for assistance. Her husband treated the episode by providing apple juice, a banana, and a glucose tablet. When asked to clarify whether the inability to move her hands was related to hypoglycemia or a pre-existing medical condition, the patient declined to provide additional details. The patient also expressed frustration and was unwilling to provide further information regarding the events. On (B)(6) 2026, a follow up call was done and the patient clarified that there was no cgm inaccuracy associated with the reported hypoglycemic events. Instead, the primary concern was brief sensor issues. The patient expressed frustration that the sensor failure occurred during a time when she needed the cgm most. The patient stated that she relies exclusively on her cgm for glucose monitoring and does not have a blood glucose meter; therefore, no fsbg readings were available during the reported events, and the inability to monitor glucose levels during the sensor failure was concerning to her. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - clinical code problem code: e0122 movement disorder/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.